Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Lipids beeping as occluded in filter tubing. Pump not identified so will be unable to followup with htm. Resolved the issue by changing the tubing, but not the pump. Pump worked once tubing was changed. Tubing issue.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that lipids were beeping as occluded in filter tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453, lot number 19105722, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #19105722 regarding item #10010453. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Lipids beeping as occluded in filter tubing. Pump not identified so will be unable to followup with htm. Resolved the issue by changing the tubing, but not the pump. Pump worked once tubing was changed. Tubing issue.